Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion and injection site necrosis, was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and due to hospitalization. The device history record could not be reviewed as the lot number was not reported.

Event description:
This literature report presented the case of a woman in her thirties, with rapidly evolving facial skin necrosis following accidental intravascular injection of hyaluronic acid and/or extravascular compression. This literature report from belgium concerns a female patient in her 4th decade (reported as in her thirties). She was injected intravascular with belotero balance into the right nasal fold. During belotero balance injection, the patient experienced painless and instant skin blanching and prompted immediate local injections of hyaluronidase (450 units). Over the following three days, the lack of improvement and the appearance of cyanosis motivated repeated injections of hyaluronidase (1500 units each day). Despite well-administered local treatment and the addition of methylprednisolone 32 mg/day and aspirin 100 mg/day within the following 24 hours, the clinical aspect worsened. Three days after the belotero balance injection, the patient was referred to the emergency dermatology consultation of tertiary hospital for treatment of facial skin necrosis. Four days after belotero balance injection, at admission, it was observed a large erythematous livedoid area on the right nasal fold and cheek with a few pustules, and with initial stage of cutaneous necrosis on the upper lip. She experienced vascular occlusion. Except for local pain, the patient denied any systemic symptoms or fever. She presented with necrosis of the distal territory of her right facial artery probably secondary to thrombosis and occlusion by accidental intra-arterial injection of hyaluronic acid (ha). Laboratory results showed an increased c-reactive protein level (38 mg/l; normal value (nv) <5 mg/l) and grade ii lymphopenia (160/microl; nv: > 1500/microl), but liver and kidney functions, as well as coagulation factors, were normal. Given the failure of previous therapies, the patient was administrated intravenous continuous dinoprostone (aprostaglandin e2 (pge2)) at a dose of 0.75 mg per day for 7 consecutive days during her hospitalization. Oral methylprednisolone (32 mg/day) and oral aspirin were continued. Local treatment consisted only of daily disinfection (chlorhexidine) and paraffin gaze (jelonet). Twenty four hours after pge2 infusion, clinical improvement was observed and continued up to day seven. The treatment was well tolerated, apart from mild diarrheas and moderate hypokalaemia (serum potassium was 3.16 mmol/l; nv: 3.5-4.5 mmol/l) probably due to systemic glucocorticoids and digestive losses but rapidly corrected with oral potassium gluconate supplementation. One week later, at the time of hospital discharge, healing was nearly completed, with no skin defects other than a few post-inflammatory marks. One month later, at the follow-up visit, healing was maintained and completed with some light post- inflammatory marks. Due to the provided information, the outcome of events was considered as resolving. In the opinion of the authors, cutaneous necrosis was one of the most serious complications induced by accidental intravascular injection of hyaluronic acid (ha) and/or extravascular compression. Current guidelines recommended immediate injections of hyaluronidase in the area of the necrosis. However, the results of such treatment were not constant. Intravenous injection of prostaglandin e2 (pge2) seemed to be an effective and well-tolerated alternative treatment.